Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated. The allegation is against 2 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6); batch: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: 05415067027153, serial: (B)(6), batch:

Event description:
Related manufacturer report number: 1627487-2024-00713, 1627487-2024-00715. It was reported the patient experienced ineffective stimulation due to high impedances and the ipg had migrated. Surgical intervention was undertaken on (B)(6) 2024 and the right s1 and l4 leads were explanted and replaced, and the ipg was explanted and replaced and relocated further cephalad. The investigation did not determine which leads attributed to the issue.